Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation could not be reproduced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during inspection of the high definition lcd monitor, it did not power up. There were no reports of patient harm associated with this event. This is report #2 of 2. Reference report patient identifier (B)(6) for additional report.

Manufacturer narrative:
Updated fields: b3, b5. This report is being supplemented to provide additional information based on the legal manufacturer's investigation, device history record review and additional information provided by the customer. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause could not be determined. The investigation determined no abnormalities were found on the product. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that during an diagnostic endoscopy procedure. The device was inspected. There was no delay reported and the device was implemented on the sub-monitor after the phenomenon occurred. When the power was left on for about 20 minutes, the power turned off. The procedure completed since there were two monitors, one was enough.